Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that following the procedure, post procedure check, it was found that the right atrial (ra) lead had fallen into the right ventricle after the patient got up and walked. The ra lead was explanted and replaced the following day. The patient was stable.